Event description:
It was reported the system had a damaged interconnect cable connector. This resulted in a no boot and/or loss of functionality situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.